Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a device change out, x-ray revealed externalized conductors on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020. There was no patient consequences before, during and after the procedure.